Manufacturer narrative:
(B)(4). This event occurred in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set disconnected during infusion. The disconnection occurred between the tubing distal to the patient and the manifold. The reporter stated the patient was being infused with lactated ringer's solution when the disconnection occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.